Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that the system was unable to boot up. Review of the system log file showed that found fan and power tray pattern and confirmed defective fan and power tray. Upon troubleshooting, rse found that the ny15 control module displayed the anticipated leds, while the ny16 dc module did not show any illumination; specifically, the leds from f3 to f14 on the dc module were inactive and there are no led indicators present on the mdy sib module. To resolve this issue, fse replaced pdu fantray and dcps (direct current power supply). The defective component was returned to philips for analysis and found that psu4 was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.